Manufacturer narrative:
B4:04aug2021. The customer duplicated the issue while troubleshooting; however, the field service engineer was not able to duplicate it in their system. The customer confirmed the error message says that the oxygen hose connection is missing. The field service engineer contacted the customer to follow up, and the customer stated the issue was resolved. The maintenance staff of the hospital put a connector in the hose (side wall) to resolve the issue. There were no parts replaced.

Manufacturer narrative:
G4:03jun2021 b4:28jun2021 the customer confirmed that the error message says that the oxygen hose connection is missing. The field service engineer follow-up with the customer, and the customer stated that the issue was resolved. An additional attempt is being made to request the repair and patient information.

Manufacturer narrative:
B4:05aug2021. There was no patient involvement.

Manufacturer narrative:
This device was being tested in the warehouse when the reported event occurred, which is not a reportable event. Based on this information, this has been reassessed as non-reportable

Manufacturer narrative:
Date of report: 20may2021. (B)(4). Additional information has been requested.

Event description:
The customer reported connection failure in the oxygen hose. It is unknown if there was patient involvement. Additional information has been requested.